Manufacturer narrative:
H10. Correction to the initial report. See patient codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional stated that the patient's stimulator has been off for awhile because it was "giving them problems" and also mentioned battery replacement. It was noted that initially the implantable neurostimulator had not been charged, it was dead, and they were unable to connect the patient controller to the implantable neurostimulator. The patient clarified the report of the device "misfiring" to mean that at the incision site, the battery that is internally in her persons feel like she is getting tased and as if it is on fire when she is sitting, standing, or recharging. The patient noted that it even does it where the leads meet at t8. The patient noted that this happens if the the device is on or off. The patient noted that the battery is literally sticking out of the patient's body to where you can balance a lighter on it. The patient noted that she is in more pain now. The patient noted that the device programming has nothing to do with the device sticking out. The patient noted that it has to do with the physician placing it in the right lower back, and he should have stuck it in her buttocks. The patient noted that she did not choose the placement site. The patient also mentioned that it takes an exorbitant amount of time to even get the internal battery to charge, and that is after the patient can find placement/quality recharge. The patient noted that most of the time, the patient cannot get it to charge correctly, and when she can, it feels like someone is holding a lighter on the incision site and intermittently tasing her. The patient noted that the seizures are related to the device/therapy. The patient went to a follow-up appointment with the physician and had a 2d x-ray done and the physician had told the patient that they did everything perfectly, and that the leads are perfectly placed. The patient noted that it hurts, and the placement of this device and the lads are causing a malfunction and causing a very specific type of pain. There is an issue. These issues have not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated since implant, the ins was sticking out of pt's side where they can balance their ID card on the ins sticking out. Pt said after implant they went to the follow up and were told once the swelling was down to see if it was still sticking out. Pt said they then went to another follow up today with implanting healthcare provider (hcp) and said that hcp told pt the placement was not their problem and suggested pt wear a corset to not make ins stick out. Pt also said that hcp told them to go back to pain hcp to get different settings. Pt said the ins hurts them; their husband cannot put their hand around pt, pt can't put clothes on, and if pt touches a wall ins hurts. Pt said it is putting them in more pain than they were in previously, and ins was supposed to put them out of pain. Pt also said it felt like ins was "misfiring", and had not turned ins on in two weeks. Pt said when ins was on 2 weeks ago, their husband told pt it looked like they had a petite mal seizure. The patient was redirected to their healthcare provider to further address the issue. Pss offered physician listings, pt said their husband already took pt to husband's doctor because they were so mad at the implanting hcp (pt said never going back to implanting hcp). Pt was very upset with implanting hcp. Pt said they also left messages for their reps but had not heard back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient (pt) called back and reported that she called in february and told us that she felt like she was on fire and being tased even with the device being off since implanted. Pt felt it while on the call today too. It happens even when she is charging too. Pt is frustrated about their healthcare provider (hcp). Pt tried telling the hcp and made a complaint to medicare and nobody did anything. Pt paid money, hcp overcharged her and was still in pain. Pt said she hurt so bad. Pt reported she was in morepain than before and it was not a good quality of life. Pt repeated again ins was sticking out of her back at 45 degrees of a angle. She took pictures of it and sent to the manufacturer representative (rep). The rep tried helping pt fight with hcp to have the device fixed. But hcp said the ins was perfect. They took x-rays and hcp said the leads were perfectly placed. Pt said she was in 2 car accidents and had 3 back surgeries. The only thing pt thought she could still do is to go to state of fl to com plain against the hcp license. Today pt had an MRI and they were trying to help her from 9:45 am to 2 pm. Pt also said when she went to turn on the device after MRI mode and it was fully charged, it would not turn on. Pt had to reset it and it still would not turn on. She then put aa batteries and got it to work. Pt then plugged the controller in and put the battery pack in and it finally worked. It took an hour to finally turn it on. She finally checked it and it was burning, firing. Pt was shaking. She finally got the charge to 30%. Pt said she spoke with reps and they told her to call in because the manufacturer had a recall on the recharger (rtm). The reps also told her to get a new battery pack. Reviewed rtm recall or battery pack were unlikely related to what the pt experiences. Offered to try a new rtm. An email was sent to repair to replace the rtm. Also provided hcp listings. Pt mentioned the trial worked beautifully.